Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. FDA notified? The initial reporter also notified the FDA november 2017 via medwatch # (B)(4). Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported in preparation for a surgical case, the sterile pack was opened. In the pack inside the bd luer-lok¿ syringe was a small light brown foreign matter. There was no report of injury or medical interventions.